Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with mr grade of 4. The first clip was implanted without issues. To further reduce mr, a second clip was advanced to the mitral valve. After several attempts to grasp in the lateral commissure the posterior gripper failed to raise. Grasping was difficult due to the gripper arm not moving correctly. The clip was not implanted and was removed. After removal of the cds, it was observed that the gripper line was wrapped around the gripper. The procedure was discontinued, no additional clip was implanted. The patient remained stable. Mr was reduced to 3. There were no adverse patient effects and no significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported gripper line being wrapped around the gripper (product quality problem) resulting in the gripper actuation issue and positioning failure cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.